Manufacturer narrative:
Manufacturing location: (B)(4). Release to warehouse date: september 22, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth/age and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a femoral fracture procedure on (B)(6) 2017, the cannulated 3.5 mm hexagonal screwdriver cannulated screws ø 7.0 mm was worn out and the tip was crooked. It was observed while screw was being implanted. There was no surgical delay as a result of the malfunction. This report is for one (1) cannulated 3.5 mm hexagonal screwdriver. This is report 1 of 1 for complaint (B)(4).